Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device testing post implant it was noted that the right atrial (ra) lead had dislodged. The pocket was reopened and the ra lead was repositioned and remains in use. During repositioning of the ra lead, the right ventricular (rv) lead became dislodged. The rv lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.